Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) could not be removed and was broken during removal. The broken part was removed from the patient and the patient is fine.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis catheter and one guide wire for analysis. The guide wire appeared unraveled and was stuck inside the catheter. After dislodging the guide wire, visual analysis confirmed that the guide wire was unraveled from the proximal end. Signs-of-use in the form of biological material was also observed. Microscopic examination revealed that the proximal weld had detached from the core wire; however, it was still attached to the coils. The distal weld appeared spherical and intact. One kink and one bend were also observed on the guide wire. No other defects or anomalies were observed. The guide wire length and diameter were measured and were found to be within specification. The bend in the guide wire measured approximately 260mm from the distal tip. The kink measured 303mm from the distal tip. A lab inventory guide wire with a diameter of .035mm was inserted through the distal end of the catheter. The guide was able to pass with little to no resistance. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The report that the guide wire unraveled was confirmed through complaint examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) could not be removed and was broken during removal. The broken part was removed from the patient and the patient is fine.